Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose was 333 mg/dl, able to deliver bolus declined further troubleshooting. Customer reports they received a no delivery in the insulin pump and bad battery and black circle on insulin pump. The device will not be returned for analysis.